Manufacturer narrative:
Date sent to the FDA: (B)(6) 2022. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implanted on (B)(6) 2014 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/4/2022. Additional b5 narrative: it was reported that the patient underwent mesh excision on 11/28/2018 due to recurrent ventral hernia, perforation, chronic pain, infection and adhesions.